Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 2 weeks after initial implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. During the surgery no significant findings were reported. It was reported that the patient has since recovered.